Event description:
It was reported that the implantable cardiac monitor was unable to complete interrogation using the merlin pcs. However, on a different day, interrogation was successful and an anomaly occurred in the remaining battery capacity display. It was noted that at the facility, the product could not be interrogated. Even after replacing the programmer and the bluetooth dongle, interrogation could not be completed. Another unit was used another day at the office, interrogation completed, but the remaining battery capacity displayed as nearly empty. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Reported event of no ble telemetry and remaining battery capacity display anomaly were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Field session record indicated the device was last programmed on the implant date. A drop in voltage was also noted then recovered to normal range shortly after due to exposure to cold temperature close to freezing point while in the field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.